Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer contacted baxter¿s technical service center to report a system error 2240 on the homechoice (hc) during use, patient connected in dwell 4 of 5. The baxter technical service representative (tsr) checked the setup and there were no leaks or disconnections. The final bag and the heater bag had some fluid left. The home patient (hp) continued with therapy doing a manual exchange. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.